Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead is a non-boston scientific product. It was also noted the ra lead exhibited intermittent high out-of-range pacing impedance spikes, measuring greater than 3000 ohms. Isometrics were performed and noise was observed when the patient's hands were pushed together. Boston scientific technical services (ts) discussed this could be due to a spring contact issue in the device header or a lead issue. The rrt sensor was programmed off. This crt-d remains in service. No adverse patient effects were reported.